Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve resection bypass surgery, there was a severe air leakage from the 15 mm port -- it was as severe as the pneumoperitoneum was unable to be maintained. A new trocar was used to resolve the issue. No patient injury.